Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a teflon infusion set, with a blood glucose reading of 401 mg/dl; the caregiver noted an insulin smell at the infusion site, changed the infusion set, and glucose subsequently trended down to 161 mg/dl, with the implicated set identified by lot 6011056. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed insufficient information and no findings available to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.